Event description:
It was reported that the arctic sun device was getting alert 113(low flow). They had switched out the first device because it was not warming. The patient temperature was 31c, target temperature was 33c and the flow rate was 0.0lpm. The pads were disconnected and reconnected using the proper technique with no improvement. Also ran diagnostics and flow rate was 2.1lpm, inlet pressure was -10 psi, circulation pump command was 50 range. The pads were reconnected and the flow rate dropped again. They were advised to switch out the pads and informed back 20 min later that there was good flow with the new set of pads.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 113 (low flow). They had switched out the first device because it was not warming. The patient temperature was 31c, target temperature was 33c and the flow rate was 0.0lpm. The pads were disconnected and reconnected using the proper technique with no improvement. Also ran diagnostics and flow rate was 2.1lpm, inlet pressure was -10 psi, circulation pump command was 50 range. The pads were reconnected and the flow rate dropped again. They were advised to switch out the pads and informed back 20 min later that there was good flow with the new set of pads.